Event description:
Elderly female patient presented with right hip osteoarthritis. The operative record indicates that a 6 cm dissection was taken down to the fascia. The fascia was incised, and a short external rotation were released and tagged with ethibond suture, an l-shaped capsulotomy was performed and dislocation neck cut was made at 10 mm proximal to the lesser trochanter, anterior posterior superior retractors of the acetabulum were created. A drill was used to open the cortex. Prior to aspiration of the bone marrow, the drill bit tip proximately 3 cm, broke off in the superior ilium. It was decided by the surgeon that it would have caused more harm than good to retrieve the retained drill bit. The decision was made to leave the foreign body and proceed with the case. A jamshidi pin was placed and malleted into the anterior inferior iliac spine, approximately 60 cc of bone marrow aspirate was retrieved in the syringe and passed to the back table and off the table for processing.